Event description:
It was reported that during installation of the system 9800, precharge error was displayed at initialization. Also a channel 3 error was displayed and f1 and f2 of the power cap module were opened. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery pack, battery charger circuit board, filament circuit board, and power cap module were replaced. The errors no longer occurred. The system was tested and found to be working as intended and placed back into service.